Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported the coaxial introducer was being used for the placement of a vascular catheter in a patient's right internal jugular. When the sheath portion of the coaxial system was removed by the physician he noticed the tip had broken off. They used fluoroscopy to locate the tip which was located in the pulmonary artery. It was retrieved with no further complications to the patient.